Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was conformed based on the information contained in the event log file retrieved from the returned system controller; however, the evaluation of the returned modular cable did not identify a correlation between the reported alarms and the modular cable. The modular cable was functionally tested while connected to a test system controller, a test pump, test patient cable, test power module, and test system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. The modular cable passed electrical testing without issue. Production order from (B)(6) 2020 was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use document (B)(4), rev c section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report # 2916596-2022-01124.

Event description:
It was reported that the patient was seen in clinic for ongoing power cable disconnect alarms that started around 07:00. The alarms were nearly constant with short breaks. The patient switched batteries and clips at home and the alarms did not resolve. The patient was then told to go to clinic and the patient was actively alarming when arrived. The controller was changed in clinic and the alarm did not resolve. The modular cable was changed and the alarms seemed to have resolved. The log files were sent for review and captured some odd strings of brief power cable disconnects on (B)(6) 2021 at 7:06 until 9:24am. The power cable disconnects appeared to be caused by the white power lead of the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.